Event description:
It was reported that during use of the occlusion balloon dilation catheter system, the balloon was prepared per standard procedure, including wetting/priming and air evacuation. The device was advanced to the lesion site, and the balloon was inflated. During inflation, the balloon ruptured at approximately 0.40 ml. The device was withdrawn, replaced with a new balloon, and re-dilated. The procedure was completed successfully, and the patient recovered without complications. An inflation test was conducted outside the patient¿s body. The test identified that the balloon leaked at a relatively slow rate, in a dripping manner.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.